Manufacturer narrative:
(B)(4).

Event description:
It was reported that shortly following the implant procedure, this right ventricular (rv) lead exhibited high capture threshold measurements. The physician elected to surgically reposition the rv lead and the threshold measurements were acceptable. However, upon finishing the procedure, this patient experienced a syncopal episode. It was hypothesized a rv lead perforation had occurred and the patient was transferred to the intensive care unit (ICU). At this time, the rv lead remains implanted and the patient is stable.

Event description:
It was reported that shortly following the implant procedure, this right ventricular (rv) lead exhibited high capture threshold measurements. The physician elected to surgically reposition the rv lead and the threshold measurements were acceptable. However, upon finishing the procedure, this patient experienced a syncopal episode. It was hypothesized a rv lead perforation had occurred and the patient was transferred to the intensive care unit (ICU). At the ICU, the physicians performed a surgical drain from around the heart and the patient was stable. The patient was seen for a follow-up two days later and all measurements were stable and within range. At this time, the rv lead remains implanted and the patient is stable with no additional adverse consequences.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This report is being filed for additional information in b5 and h6.